Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report 2 of 2. The customer contact reported a disconnection. The option-lok male adapter of the tubing set was connected to the patient¿s IV access catheter and was being used to deliver 50ml of adriamycin and cyclophosphamide, at a rate of 500ml/hr. The customer contact reported that at the end of the chemotherapy delivery, during a flush with an unspecified volume of normal saline, a few drops of solution leaked. It was reported that an unspecified volume of solution may have leaked onto the nurse. The customer contact reported that the solution that leaked was cleaned with soap and water. No specific details were provided. The customer contact reported an incompatible connection between the tubing set and the catheter. The customer contact indicated that the male luer of the tubing set did not stay in place on the catheter (insufficient threading). It was reported that there was no seal between the catheter and the tubing set. No specific details were provided. There were no reported adverse effects to the nurse. No medical interventions were required. No additional information was provided.